Manufacturer narrative:
The investigation for the reported positioning issues issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the light test was performed. Light was seen coming out of the optical fiber at a kink at the 100 cm mark on the catheter. The cause of the issue was a damaged optical fiber line as a result of a kink in the catheter. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, demographics unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the inlet was close to papillary muscle. The physician unsuccessfully attempted to reposition the device. The physician made the decision to remove this impella and replace it with a new impella. There was no patient harm reported, and this device was replaced.